Event description:
It was reported that the patient's artificial urinary sphincter balloon and pump were explanted due to fluid loss from the pressure regulating balloon. The defect in the balloon was found during filling. The pump was explanted as a precaution. The patient's cuffs were tested in situ under slight pressure with a measured volume of fluid. No leak was found in the cuffs or related tubes. The patient was implanted with a new aus pump and 61-70 cm h2o balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.